Event description:
Customer used cup for the first time and easily removed it after an hour. Customer reinserted her cup then attempted removal for a second time 5 hours later. After utilizing multiple saalt resources as well as other websites and (B)(6) channels, customer still could not reach and remove her cup. Customer attempted removal for 3 hours prior to going to urgent care. Customer says she could only bear the cup down enough to reach the tip of the stem. The doctor removed her cup and returned the cup to the customer. Saalt followed up with additional removal resources and offered a refund for the purchase of the cup.